Manufacturer narrative:
(B)(4). (B)(6). User facility is listed in initial reporter. (B)(4).

Event description:
According to the reporter during a sleeve gastrectomy procedure, the needle disengaged from jaws of device. The needle fell into the patient's cavity but was retrieved with a grasper. There was no re-operation, etc. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500 cc or more. Surgery time was not delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two suturing devices. Three needles were returned with the instruments. Under microscopic inspection, none of the needles were observed to have witness marks on the cones. No visual abnormalities were noted for both devices. Both instruments were loaded with a pmv needle and applied to test media. No difficulty was experienced in loading, unloading, or toggling the needle for both devices. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, the investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.